Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional patient and event information requested but not received. Event date is estimated.

Event description:
Related manufacturing report number: 3006705815-2020-00023; related manufacturing report number: 1627487-2020-00035. It was reported by the patient that their scs system was explanted. The patient did not provide a reason why the scs system was explanted or a date when it was explanted. No other information is known.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.